Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator fell and damaged the paddles. Patient involvement is unknown however, there was no report of injuries.

Manufacturer narrative:
A bench technician evaluated and confirmed reported problem. The paddle was damaged and needed to be replaced. Bench technician has sent a quote to customer, but the customer refused the cost estimation. The customer refused repair. The device will be returned to customer unrepaired and not functioning.

Event description:
The customer reported that the defibrillator fell and they asked for a quote for repair - the paddles were damaged. There was no patient involvement.